Event description:
It was reported that the patient underwent a corpectomy at t2-t5. Expandable cage was implanted t2-t5 via posterior approach. Pedicle screws and 3.5mm rods were placed from t2-t5 with 2 crosslinks. On final fluoro the cage looked in acceptable position. The next morning the rep was notified the patient would undergo a revision surgery that day. During the revision the expandable cage was removed and replaced with a smaller size. The patient reportedly had symptoms of paralysis.

Manufacturer narrative:
(B)(4): the device or applicable imaging studies has not been returned to medtronic for evaluation. Unable to determine cause of the reported event.